Manufacturer narrative:
Additional information received; it was reported the type of endoleak observed during the procedure was a type iiia separation between the navion stent graft and the non mdt stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion and non mdt stent graft were implanted in the endovascular treatment of a 68mm thoracic aortic aneurysm. The valiant navion was implanted proximally and the non-mdt was implanted distally. It was said there was no issues encountered during the procedure and it was completed without any endoleaks. It was reported on the two days later, the patient suddenly deteriorated and went into cardiac arrest. The patient was brought to operating room and cardiac massage was performed for one hour without improvement. Tevar was performed urgently as it was suspected to be an issue related to the aorta. When contrast was injected , the native vessel wall seemed to be torn from the proximal edge of where the valiant navion was implanted on the lesser curvature side of the arch. It was suspected that a rupture occurred due to this dissection. A non mdt stent graft was landed to just below the left subclavian artery but it was said a type iii endoleak occurred in valiant navion. The non mdt stent graft was implanted and the procedure was completed. As per the physician the cause of the event was patient vessel morphology. It was said the blood vessels were fragile, it was suspected also that possibly a device should have been extended to the left subclavian artery at the time of the index procedure. The patient expired on the same date with a cause of death given as the aortic rupture as a result of the dissection. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Product analysis conclusion; the reported proximal dissection was confirmed on the images; however, the type iii endoleak could not be confirmed on the films provided. Post-implant contrast CT¿s were not available for a more thorough review of the reported dissection and endoleak. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the angiograms provided; thereby, making determination of the endoleak difficult. Although a type iii endoleak cannot be ruled out, a type iiib fabric endoleak is unlikely to have occurred so soon after the index procedure. A type iiia junctional endoleak due to insufficient component overlap also could not be completely ruled out. As reported, it is possible that the ascending dissection occurred due to factors related to patient anatomy. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the physician suspects that the dissociation may be caused by navion's ring expansion core lab initial review found there was no endoleak or fracture (maximum aortic diameter and stent ring enlargement are not evaluated on angio) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.